Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2021-47191. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation". Healthcare professional later reported "rupture" for a saline filled implant. This record is for the right side. The device was explanted.